Event description:
It was reported that there was a lead fracture, oversensing, and low hvb impedance of 18 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient further reported being shocked 29 times, that the patient experienced pain and suffering, and that the lead had broke. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).